Manufacturer narrative:
(B)(4). Accordingly, this event has been determined to be MDR reportable. No hospital/medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Images were provided and a review is currently underway. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the results of a clinical trial that approximately eleven months post stent placement in the right superficial femoral artery, routine ultrasound demonstrated in-stent restenosis. The decision was made to treat the patient conservatively and control risk factors. Re-intervention was not planned and the patient was doing well.

Manufacturer narrative:
This is the same patient as reported in MFR report #: 9681442-2018-00084. The catalog number identified has not been cleared in the us, but is similar to lifestent® 5f vascular stent system that is cleared in the us. The 510k/PMA number and pro code for lifestent® 5f vascular stent system are identified in product code, and PMA/510k. Accordingly, this event has been determined to be MDR reportable. Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: ultrasound images have been provided documenting flow condition in the vessel. A stent deficiency could not be identified on the images provided. The investigation will be closed with inconclusive result. In this case moderate calcification was present, but pre and post dilation were performed; the residual stenosis after pre dilation was 80%. There was no device failure or anomaly noticed during baseline implant; the stent was deployed with excellent accuracy without deficiency. Based on the information available a definite root cause for the event reported could not be identified. Labeling review: in reviewing the relevant IFU for this product the potential issue was found addressed as restenosis was found mentioned as a potential adverse event that may occur. The stent deployment procedure was found precisely described. In regards to pta, the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' And 'post stent expansion with a balloon dilatation catheter is recommended.'

Event description:
It was reported through the results of a clinical trial that approximately eleven months post overlapping stent placement in the right superficial femoral artery, routine ultrasound demonstrated in-stent restenosis. The decision was made to treat the patient conservatively and control risk factors. Re-intervention was not planned and the patient was doing well.

Event description:
It was reported through the results of a clinical trial that approximately eleven months post overlapping stent placement in the right superficial femoral artery, routine ultrasound demonstrated in-stent restenosis. The decision was made to treat the patient conservatively and control risk factors. Re-intervention was not planned and the patient was doing well.

Manufacturer narrative:
This is the same patient as reported in MFR report #: 9681442-2018-00084. The catalog number identified has not been cleared in the us, but is similar to lifestent® 5f vascular stent system that is cleared in the us. The 510k/PMA number and pro code for lifestent® 5f vascular stent system are identified. Accordingly, this event has been determined to be MDR reportable. Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: ultrasound images have been provided documenting flow condition in the vessel. A stent deficiency could not be identified on the images provided. The investigation will be closed with inconclusive result. In this case moderate calcification was present, but pre and post dilation were performed; the residual stenosis after pre dilation was 80%. There was no device failure or anomaly noticed during baseline implant; the stent was deployed with excellent accuracy without deficiency. Based on the information available a definite root cause for the event reported could not be identified. Labeling review: in reviewing the relevant IFU for this product the potential issue was found addressed as restenosis was found mentioned as a potential adverse event that may occur. The stent deployment procedure was found precisely described. In regards to pta, the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' And 'post stent expansion with a balloon dilatation catheter is recommended.'